Event description:
It was reported that device entrapment occurred. The target lesion was located in the proximal circumflex artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. Before the telescope was all the way retracted, the physician grabbed it and the device tip kinked. When the physician tried to pull the device into the guide, it got stuck in the vessel. By tugging back and forth the device was able to be removed intact and complete the procedure. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the proximal circumflex artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. Before the telescope was all the way retracted, the physician grabbed it and the device tip kinked. When the physician tried to pull the device into the guide, it got stuck in the vessel. By tugging back and forth the device was able to be removed intact and complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device which appeared to be in good condition. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The imaging window was kinked and the guidewire exit port was deformed. Media inspection was performed on pictures provided by the site but no evidence of the reported allegation was observed.